Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / cramping") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anovlar (microgestin) from 2009 to 2015 for birth control. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy and right sided salpingectomy/hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and abdominal pain had resolved and the genital haemorrhage, headache, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirm placement and full occlusion of both tubes most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Reporter and patient demographic added. Lot number added. Event added per pfs: abdominal pain. Concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / cramping") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anovlar (microgestin) from 2009 to 2015 for birth control. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy and right sided salpingectomy/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and abdominal pain had resolved and the genital haemorrhage, headache, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and headache to be related to essure. The reporter commented: the patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirm placement and full occlusion of both tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), abdominal pain lower ('pain / cramping') and genital haemorrhage ('heavy bleeding') in a 30-year-old female patient who had essure (batch no: c76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included carpal tunnel syndrome and asthma. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from 2009 to 2015 for birth control as well as alprazolam (xanax) since 2005 and salbutamol since 2005. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)", vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)", pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)". On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("abdominal pain") and anxiety ("psychological /psychiatric problems: anxiety"). The patient was treated with hydrocodone, naproxen and surgery (total laparoscopic hysterectomy and right sided salpingectomy/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, headache and alopecia outcome was unknown, the abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, pelvic pain and dysmenorrhoea had resolved and the dyspareunia and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: results: confirm placement and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received reporter information. New event added perforation uterus, vaginal bleeding, menorrhagia, pain, anxiety, dysmenorrhea (cramping). Event outcome and severity added. Medical history and concomitant drugs was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy and right sided salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, headache, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirm placement and full occlusion of both tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.